Manufacturer narrative:
Event date: the event occurred from an unspecified date on (B)(6) 2022 till the date of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplem.

Event description:
It was reported an unspecified quantity of unknown volume of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The event was further described as "popping after being in the patient¿s home for several days, or developing a slow leak". The events occurred "during set up and during use" in the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.